Event description:
Customer reported a no delivery alarm and that their down button was unresponsive. Customer's blood glucose was 171 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. Unable to verify no delivery alarm due to unresponsive button. The insulin pump has with minor scratched display window and cracked case at display window corners.